Event description:
It was reported that when viewing the patient's x-ray, the physician felt the left ventricular (lv) lead had been pulled back. The patient was experiencing dizziness due to the lead exhibiting high thresholds and no capture. The device's outputs were adjusted and the lead was later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed the outer insulation of the lead was extrinsically breached due to a cut and was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. (B)(4).